Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 317 mg/dl. The customer treated with manual injections. Standard troubleshooting was performed. The insulin pump was kept in the customer's bra and may have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.